Event description:
A nurse practitioner reported that patient, with history of alzheimer's dementia, confusion and paranoia, accidentally ate one tablet of efferdent plus denture cleanser (potassium monopersulfate; na perborate monohydrate) in may 2001. After the ingestion patient vomited a green substance and was delerious. That same day, the patient was taken to an emergency room. Blood tests were performed. Blood urea nitrogen, serus creatinine, glucose and alkaline phosphatase levels were elevated. Blood proteins were slightly elevated. Hypovolemia, chronic renal failure and shingles were diagnosed. The patient was admitted to the hospital and placed under observation. Intravenous fluid hydration was administered and patient was discharged on the following day. Intravenous fluids were continued in the nursing home. The patient subsequently died the next day at 6:15 am. The cause of death was pancreatitis. No autopsy was performed.